Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. The customer experienced a low blood glucose level of 35 mg/dl. Cause was unknown. Customer consumed carbohydrates to address bg. During troubleshooting with technical support, the pump was reset, the customer continued to use the pump for insulin therapy and recommendation was made to consult with a healthcare provider regarding diabetes management.